Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system and one lead is for off-label use. It was reported the pt is without stimulation. X-rays were taken and revealed lead migration. Surgical intervention is planned to address the reported issue.

Event description:
Follow-up information revealed the patient would undergo surgical intervention as the next course of action. Additional information revealed the patient's entire scs system was explanted. The reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI # (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.